Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. (B)(4). Applies to the catheter. (B)(4) applies to the catheter.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017(B)(4) (rep, hcp): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 4000mcg/ml for a total dose of 405mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was not getting good therapy. It was unknown what factors may have caused, contributed, or led to the issue. Actions/interventions and diagnostics/troubleshooting included the catheter was revised. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred on (B)(6) 2017 as the catheter was revised. The healthcare professional added a new spinal segment (8782). The hcp believed the original spinal segment was too low in the spine or the connector pin was bad. The hcp wanted the connector pin sent in. The patient's weight was unknown and will not be made available. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A partial catheter with connector was returned to the manufacturer. Analysis of the catheter on (B)(6)2017 revealed no significant anomaly; the catheter was returned incomplete / returned in segments and had met acceptable testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) and confirmed by a healthcare professional on (B)(6) 2017 reported the cause of not having good therapy was not determined. It was noted that the healthcare professional (hcp) was not sure if the connector pin was bad or if the catheter was placed too low. It was noted that the rep has the connector pin and will send it back for analysis today ((B)(6) 2017). No further complications were reported/anticipated.